Event description:
The home patient contacted baxter (B)(4) to report a flo-gard infusion pump that "beeped" air-in-line three different nights (exact dates are unknown); this condition had the potential to interrupt delivery. A patient was involved, but no injury was incurred; the patient was on triomel. No sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. There were no repairs made to this device. If additional information or samples become available, a follow-up report will be submitted.